Event description:
It was reported to boston scientific corporation on december 24, 2008 that a radial jaw 3 pulmonary biopsy forceps was used during a biopsy performed in 2008. According to the complainant, on the second attempt to take a sample, one of the two cups would not open due to a blood clot. They were unable to actuate the handle. The scope and device were removed as a unit as it was not possible to withdraw the device through the scope. The procedure was completed with another radial jaw 3 pulmonary biopsy forceps. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.